Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient was revised due to dislocating; surgeon stated that she was dislocating for a while. Her femoral head was parallel to the acetabular cup. The pt primary case was done in las vegas; hospital and surgeon unk. The implants were replaced with a stryker v-40 l-fit 28mm +4 head, the stem was not a stryker stem. Rep informed the surgeon that this was off label but the surgeon felt that the fit was right and proceeded with the case."